Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with the pacemaker system including this right ventricular (rv) lead presented for a magnetic resonance imaging (MRI). The health care professional reported the presenting electrogram exhibited rv loss of capture (loc). A threshold test was completed which also showed rv loc. The patient was not symptomatic and no pauses in pacing were exhibited. The MRI was not completed, and the patient was to be evaluated. Additional information provided high capture thresholds were exhibited. Outputs were subsequently reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with the pacemaker system including this right ventricular (rv) lead presented for a magnetic resonance imaging (MRI). The health care professional reported the presenting electrogram exhibited rv loss of capture (loc). A threshold test was completed which also showed rv loc. The patient was not symptomatic and no pauses in pacing were exhibited. The MRI was not completed, and the patient was to be evaluated. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.